Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer (fes) adjusted the eye tracker focus. The system was successfully verified according to manufacturer specifications. The eye tracker was working as intended so the reported event was not reproducible. Further information on environmental conditions stated that the operating room lights are very bright and the white light adjustment was on maximum which is known to contribute to small patient pupils. No technical root cause was identified as the product was found to be within specifications. The most possible root cause is user handling as the customer is new with the product. Contributing factors are the referenced environmental conditions. (B)(4).

Event description:
A facility representative reported that the eye tracker would not track for both eyes and had to turn the eye tracker off to complete the patient. There are multiple patients for this report. This report address patient two of two, right eye and another manufacturer report will be filed for the other patient and for the fellow eye.